Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years. The patient remains ongoing on lad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the physician requested an external percutaneous lead replacement due to cosmetic damage. No clinical symptoms were reported. On (B)(6) 2017 technical services performed the distal end percutaneous lead (driveline) replacement. Post replacement, all tests passed.

Manufacturer narrative:
Damage to the silicone jacket was confirmed through the evaluation of the returned portion of the driveline. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2017. Approximately 15 inches of the external portion/distal end of the driveline was returned. Rescue tape was observed 2 inches through 4.5 inches from the metal connector. Additionally, a clamshell repair was observed. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Upon removal of the rescue tape, damage to the silicone jacket was observed approximately 2 inches from the metal connector. Shield breakdown was observed adjacent to and 2.5 inches from the metal connector. The shielding was removed and examination of the underlying wires revealed evidence of minor kinking adjacent to the metal connector, but revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.